Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported patient had a sudden surge of stimulation upon walking. It was noted that it only happened once and had not returned. No further complications were reported.